Event description:
The rptr stated that she did back to back blood glucose tests, using separte fingersticks, within ten mins. Her results were 42, 3 and 112 mg/dl. She did not have any symptoms. During troubleshooting, she said that she had never cleaned her meter. No control solution test was done due to unavailability of supplies.